Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-5 to treat spondylolisthesis. It was reported that the surgeon found a metal piece on muscle when he was about to close the surgical incision. The fragment was removed. After the surgery, the surgeon confirmed that tip of a lock sleeve screwdriver used in the surgery seemed to be damaged; however, it is still not clear where the metal piece came from. No patient injury was reported.

Manufacturer narrative:
Visual and optical examination did not identify driver tip crack, fracture, or breakage. Optical examination of mas head interface noted that the leading thread was plastically deformed, with a small portion of the thread removed from the thread. The above findings are consistent with misalignment of the driver and the mas head.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.